Event description:
In 2008, the physician deployed a tulip filter in the patient's ivc. According to the information provided, it was stated that the IFU/surgical technique appeared to be followed. Upon removal of the outer sheath, the physician indicated the tulip filter and delivery sheath were moving together. The IFU was regarded and the physician removed the outer sheath. He stated the filter appeared to be trapped in the right femoral vein. The patient was sent to another hospital for a vascular consult and removal of the device. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.